Event description:
Boston scientific corporation was informed that during a colonoscopy procedure, two clips would not exit the sheath and thus was not in contact with the pt body. The target lesion was reported to be tortuous. The problem with the device prolonged the procedure for one to five minutes. The procedure was completed with another of the same device with no pt complications involved. Note: this complaint is the second of two devices used in the procedure. Refer to MFR# 3005099803-2009-00530 for other related report.

Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the manufacture and expiration dates can not be determined. The DHR investigation could not be completed as the batch number was not supplied by the end-user of the device. The suspected device was disposed. A device eval will not be performed; therefore, the cause of the reported event is undeterminable.